Event description:
It has been reported, the pt has been experiencing difficulties initiating a communication between the system ipg and both the charging system and the pt programmer. The pt is currently without stimulation. Replacement programmer and the charging were used to initiate communication to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is located in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.